Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak in the silicone segment from a "tiny pin hole" in the tubing. The event occurred twice on the same patient.

Manufacturer narrative:
Concomitant medical device: non-cfn ext set; non-cfn sec set, therapy date unknown. The customer¿s report of a leak in the silicone segment was confirmed. Visual inspection showed the silicone segment was not ruptured or damaged. The retainer rings on the upper fitment and lower fitment were still intact and showed no signs of damage. Functional testing was not able to be performed as all drip chambers had been cut off by the customer. Pressure testing confirmed a leak near the upper fitment. The cause of the leak was a pin-hole in the silicone segment near the upper fitment. The origin of the damage was not able to be identified.